Event description:
It was found that the inner plastic sheet of the sterilized package had been sealed with the outer sheet together. There were no adverse consequences to the patient.

Manufacturer narrative:
The lot code provided was 516573. The production records for this lot were reviewed and no non-conformances were found. A complaint search was performed for the last 2 years. In addition to the current complaint, there were two other similar complaints that have been recorded. Over the same time period, approximately (B)(4) tubing sets have been sold. The occurrence of this issue is extremely low ((B)(4)). The item was confirmed to have been returned with the inner plastic sheet of the sterilized package sealed to the outer package. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). The root cause can be attributed to the operator placing the inner bag too close to the outer package seal area (the ear of the bag was in close proximity to the seal area). Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed.